Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported phenomenon ¿no image¿ was not reproduced. The cable failed the leak test in the rear cover. Thus, it was determined that an image was not temporarily displayed likely because water entered temporarily, resulting in communication failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation could not be confirmed. In addition, the cable failed the leak test, near the rear cover, the packing cab was chipped and the label on the rear cover was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, when plugging the camera into the unit, no picture appeared on the screen during an unknown procedure. The procedure was completed with a similar device with no delay. The customer was unable to provide further details regarding the event. There were no reports of patient harm associated with this event.